Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.